Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported an e6 (mechanical error) displayed on his infusion device while attempting a bolus of 6.0 units of insulin to correct for a high blood glucose. Pt stated, he noticed his blood glucose was 463 mg/dl, so he attempted to deliver 6.0 units of insulin. Pt's target blood glucose range is 100 -120 mg/dl. He reported the mechanical error displayed during the bolus. Pt was not sure how long the battery had been in use in the infusion device. Pt stated, he inserted a new alkaline battery in the infusion device and attempted to put the device in run mode but the e6 error returned. Confirmed and cleared the error and verified the pump battery type was set for alkaline. Had him disconnect the infusion tubing from his site and walked him through the change the cartridge process setting the piston rod to 65 units. He reported, he reinserted the cartridge, primed the tubing and placed the pump in run mode. Pt stated the e6 mechanical error did not return. Verified from the bolus history that the infusion device delivered 4.1 units of insulin before the e6 error displayed. He stated, he programmed the remaining bolus, but the e4 (occlusion error) displayed. Pt was able to clear e4 error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On follow up call three days later, pt reported his blood glucose returned to his target range. No product return was requested.